Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device manufacturer: becton dickinson de mexico. D.10 device available for eval?: yes. Returned to manufacturer on: 2021-10-04. G.1. Manufacturing location: becton dickinson de mexico. H.3. Device returned to manufacturer?: yes. There were multiple lot numbers which may have been involved. The information for each potential lot number is as follows: d.4. Medical device lot #: 1013903. D.4. Medical device expiration date: 2026-01-31. H.4. Device manufacture date: 2021-02-06. D.4. Medical device lot #: 0332331. D.4. Medical device expiration date: 2025-12-31. H.4. Device manufacture date: 2021-01-29. D.4. Medical device lot #: 0290046. D.4. Medical device expiration date: 2025-10-31. H.4. Device manufacture date: 2020-12-11 h3 other text : see h10.

Event description:
It was reported that syringe 10ml ll stopper was deformed. The following information was provided by the initial reporter: this is a report about a deformed stopper of syringe. According to the customer's report, after aspirating the drug solution, the hcp confirmed that the stopper was deformed.

Manufacturer narrative:
H.6. Investigation summary: one sample received for investigation. Upon visual inspection, a misassembled stopper is observed inside the syringe. A device history review was performed for the potential lot numbers 1013903, 0332331, 0290046 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with failure in the valves of the pneumatic system responsible for stopper and plunger assembly, and misalignment of the dials on the transfer discs. Action was taken to change the valves, and include a monthly maintenance plan to monitor and reduce this failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that syringe 10ml ll stopper was deformed. The following information was provided by the initial reporter: this is a report about a deformed stopper of syringe. According to the customer's report, after aspirating the drug solution, the hcp confirmed that the stopper was deformed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ll stopper was deformed. The following information was provided by the initial reporter: this is a report about a deformed stopper of syringe. According to the customer's report, after aspirating the drug solution, the hcp confirmed that the stopper was deformed.